Event description:
Spontaneous report, from france. Local reference: # (B)(4). Quality complaint references #(B)(4). This initial non-serious case report was received on (B)(6) 2021 from a dentist. Follow-up 1 was received on 13-oct-2021 from dentist by email (incident form completed). Description of the incident (narrative): the report described cannula breakage of suspected medical device septoject evolution during local anesthesia injection with articadent 1/100:000 (inns: articaine and ephinephrine) and using the device quick sleeper in three unspecified patients leading to the needle remaining in patients' mouth. No further information was available regarding the patient. The piece of cannula could be extracted by the dentist following local surgery. The dentist made a opening to detach the gum in order to visualize the fractured needle and removed it. At the time of the report, no adverse event was reported. The incident occurred during an osteo-centrale injection procedure after 1 injection. No information available if the cannula was bent prior to injection or if there was an extreme pressure applied or sudden movement of patient during the procedure. The patient was not feeling anxious before the dental treatment. Other information of product: septodont septoject evolution batch number: f09652aa; expiration date: may-2025; size: 09 mm - 30g. This case is serious due to internal convention as a dental surgery is needed to remove the piece of cannula. This incident was considered as non-serious by the initial reporter. Manufacturer's preliminary comments: based on the first information available, the incident described cannula breakage in several patients, leading to need of surgery to remove the fragment of the needle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Preliminary results and conclusions of manufacturer's investigation: based on the first information available, the incident described cannula breakage in several patients, leading to need of surgery to remove the fragment of the needle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Manufacturer final comments: from the conducted investigation based on available data the more probable root cause is an incorrect use by the dentist (wrong needle size selection). Instructions for use clearly mention the appropriate needle for each injection technique. No corrective action is required.

Event description:
Spontaneous report, from france. Local reference: # (B)(4), ID=(B)(4). Quality complaint references #(B)(4); (B)(4). This initial non-serious case report was received on 01-oct-2021 from a dentist. Follow-up 1 was received on 13-oct-2021 from dentist by email (incident form completed). Follow-up 2 was received on 24-jan-2022 fom quality department. Case narrative: the report described cannula breakage of suspected mdedical device septoject evolution during local anesthesia injection with articadent 1/100:000 (inns: articaine and ephinephrine) and using the device quick sleeper in three unspecified patients leading to the needle remaining in patients' mouth. No further information was available regarding the patient. The piece of cannula could be extracted by the dentist following local surgery. The dentist made a opening to detach the gum in order to visualize the fractured needle and removed it. At the time of the report, no adverse event was reported. The incident occurred during an osteo-centrale injection procedure after 1 injection. No information available if the cannula was bent prior to injection or if there was an extreme pressure applied or sudden movement of patient during the procedure.the patient was not feeling anxious before the dental treatment. Other information of product: septodont septoject evolution batch number: f09652aa; expiration date: may-2025; size: 09 mm - 30g. Quality investigation report: no incriminated samples were returned for investigation but samples from the same batch were sent by the practitioner. Tests performed during this investigation were done on needles form the incomplete box returned. No deficiency was observed during the tests performed due to this complaint as well as on control on assembly line. Practitioner did not use the recommended size of needle for the transcortical injection. After investigation, and without any proven quality defect of the needles, a cause due to non-recommended size of needle (too short). The state or age of the patient can be a concomitant cause too this incident (injection on children). This case is serious due to internal convention as a dental surgery is needed to remove the piece of cannula. This incident was considered as non-serious by the initial reporter. Cause investigation and conclusion: from qa investigation and available data, no quality defect on the device has been identified. In this case the needles used seemed to be too short and not inappropriate (according to the IFU) for the injection technique (transcortical injection). In addition, this is the first claim reported for this batch. Therefore, the more probable root cause is an incorrect use by the dentist. No incriminated samples were returned for investigation but samples from the same batch were sent by the practitioner. Tests performed during this investigation were done on needles form the incomplete box returned. Regarding the concerned batch (f09652aa), or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production. No deficiency was observed during the tests performed due to this complaint as well as on control on assembly line. No deviation for the concerned batch (f09652aa). No product defect identified. After investigation, no quality defect on the device has been identified and no deficiency was observed for the concerned batch. The more probable root cause is an incorrect use by the dentist (wrong needle size selection). Instructions for use clearly mention the appropriate needle for each injection technique. No corrective action is required. Manufacturer final comments: from the conducted investigation based on available data the more probable root cause is an incorrect use by the dentist (wrong needle size selection). Instructions for use clearly mention the appropriate needle for each injection technique. No corrective action is required.

Event description:
Spontaneous report, from (B)(6). Local reference: #: (B)(4). Quality complaint references #:(B)(4). This initial non-serious case report was received on 01-oct-2021 from a dentist. Description of the incident (narrative): the report described cannula breakage of suspected mdedical device septoject evolution during a transcortical local anesthesia injection with the device quick sleeper in three unspecified patients leading to the needle remaining in patient's mouth. No further information was available regarding the patient. The piece of cannula could be extracted by the dentist following local surgery. At the time of the report, no adverse event was reported. No information was provided on the number of injections, if the cannula was bent prior to injection or if there was an extreme pressure applied or sudden movement of patient during the procedure. Other information of product: septodont septoject evolution batch number: f09652aa; expiration date: may-2025. This case is serious due to internal convention as a dental surgery is needed to remove the piece of cannula. Preliminary results and conclusions of manufacturer's investigation: based on the first information available, the incident described cannula breakage in several patients, leading to need of surgery to remove the fragment of the needle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Preliminary results and conclusions of manufacturer's investigation: based on the first information available, the incident described cannula breakage in several patients, leading to need of surgery to remove the fragment of the needle. Causes of needle breakage may include bending of needle prior use, insertion up to the hub, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). However, there were few information about the type of anaesthesia or injection course in this report to conclude. Therefore, pending quality investigations, no root cause could be determined for this incident. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.